Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, replacement of control printed circuit board (pcb) solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The control pcb controls processor for inspiratory and expiratory valves, i.e. Generates the control signals to the gas modules and the expiratory valve coil. Our conclusion is that the replaced parts were the cause of the failure. However, the root cause to why the parts failed has not been established as the replaced parts were not returned for investigation.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator generated a technical error code indicating a disabled ventilation. There was no patient harm. Manufacturer's ref. #: (B)(4).